Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing "electrical fault" alarms. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. A cleaning procedure was performed to remove contaminants. The patient tolerated the pump off-time well according to the site. The contamination could not be confirmed on the controller as the controller passed visual inspection. The controller met specifications upon functional testing of the device. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02722 and 3007042319-2014-00849) submitted for devices related to the same event.

Event description:
It was reported from the united states that hospital staff was assisting the patient to sit up when the "electrical fault" alarm sounded. The same alarm sounded again when the patient was being moved. The alarms were observed to occur five (5) days after implant. A manufacturer's representative assessed the device and performed a cleaning procedure per the manufacturer's specification to remove contaminants. The cleaning procedure required the pump to be stopped one (1) time for approximately thirty (30) seconds. There was no medical intervention prior to the procedure; the facility stated that the patient's international normalized ratio (inr) was 2.5. There was no reported patient injury as a result of this event. The reported controller was returned to the manufacturer for evaluation.